Event description:
It was reported that the event occurred while in anesthesia during insertion. When the md attempted to insert the cl-07624, difficulty was met; the dilator detached (broke) from the hub. A new kit was opened and the procedure went on as planned successfully. Per the md, there was no report of pt death, complications or injury. There was no delay or interruption in therapy. The pt outcome is no harm to pt.

Manufacturer narrative:
(B)(4).